Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found broken tines/lobes. The defibrillator conductor was distorted and all conductors had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The outer insulation was torn and had a cosmetic depression. There was blood in/on the helix/lobe mechanism, there was tissue on the tine/lobe and the lead was stretched.

Event description:
It was reported that the right ventricular [rv] lead had rising and high pace/sense impedance measurements. It was also reported that when patient presented to the clinic for interrogation, the high voltage lead impedance was not able to be read. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.